Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the connecting tube of the endoscope reprocessor was broken. The issue was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The suggested event can be detected/prevent by handling equipment in accordance with instructions for use (IFU): chapter 3 inspection before use 3.4 inspecting the connecting tubes and leak test air tube before using the equipment, always check that there is no irregularity regarding the following points on the connecting tubes and leak test air tube. All tubes should be free of cracks, breaks, fissures, scratches, or stains. There should be no cracks in the lock levers of connecting tube connectors. There should be no bends or breaks in the pin of connecting tube connector. The tube should not be easy to disconnect once connected. If a tube has any irregularity, do not use it and replace with a new one. Olympus will continue to monitor field performance for this device.